Event description:
It was reported that customer noticed missing pixels on pump screen, although pump started, charged, was recognized by computer, and touchscreen remained responsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device and received replacement pump, and no additional information was received regarding further outcome of event.